Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced difficulty inserting teflon infusion sets, which led to improper infusion set deployment and interruption of insulin delivery until guided troubleshooting restored insulin delivery. No reported symptoms or adverse clinical effects. Outcomes included successful resumption of insulin delivery and provision of replacement infusion sites. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed user technique issues resulting in incorrect infusion set insertion or connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set insertion and connection.